Event description:
It has been reported to philips that there was problem with the system. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was down and there was blue screen at start up. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and the hard disks, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected system clinical usage information was unknown and there was no harm reported to philips due to the issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down with a blue screen at the start-up. Review of system log file didn¿t directly confirm the reported problem. Upon functional testing fse found corrupt software and faulty host pc system disk. To resolve the issue fse replaced the host pc system disk, reloaded operating system and the software and also reconfigured the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.